Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device had cosmetic damage, was frozen/would not move, corroded bearing, damaged mechanics, the moving parts did not move smoothly and did not function. It was further determined that the device failed pretest for general condition, pin length of handpiece coupling, mechanical free movement, general function and oscillation frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.